Event description:
It was reported that there was difficulty inserting the left ventricular (lv) lead. Since the coronary sinus branch was thicker than expected there was a possibility that the lead might dislodge. Another lead was implanted. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.